Event description:
The customer's blood glucose was unknown. It was reported that the customer received a compromised force sensor system alarm and that insulin was squirting out during a manual prime. The customer stated that they were disconnected during the prime. The customer stated that there was no damage to the drive support cap. Advised that a replacement insulin pump would be sent and advised to return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker. The insulin pump was unable to prime during the prime test and prime alarm during the basic occlusion test due to protruded/loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.